Event description:
It was reported to medtronic minimed that the customer received pump error 53 (software error detected). The customer reported the issues with the pump after the battery change, received a battery failed alarm after the pump error 53, and was unable to clear the alarm. The customer reported no adverse event. The event involved product(s) mmt-1781k. Troubleshooting was performed for the pump error alarms and the customer was not able to clear the error. Troubleshooting was performed for the keypad anomaly and the customer was instructed that the pump would be replaced. The customer reported receiving a stuck button alarm after the pump was exposed to the change in altitude. The customer removed and reinstalled the battery cap without removing the battery but the pump did not return to normal function. No harm requiring medical intervention was reported. The customer was instructed to revert to the backup plan per health care professional instructions. Mmt-1781k was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.